Event description:
It was reported that a device was used during an unknown procedure. It was reported that the device gave a steady tone. Opened another device to complete the case. There was no consequence to patient.